Event description:
A talent thoracic stent graft was implanted in a pt for the endovascular treatment of a 5.6 cm thoracic aortic aneurysm of the descending aorta. The thoracic aorta had a rounded arch, and the iliac vessel morphology was reported as mild tortuosity and mild calcification. There was a vessel debranching procedure performed prior to the stent graft placement. It was reported that during the deployment of the proximal main stent graft, its apex started to deploy misaligned. As a result, the physician pulled back the stent graft delivery catheter, which successfully corrected the apex; however, the stent graft was deployed lower than intended. The physician then delivered a second thoracic stent graft of the same size and started its deployment further into the aortic arch with successfully placement. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4): evaluation results and conclusions: (rounded aortic arch).